Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image, and scope socket malfunction. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: scope socket malfunction. In regard to the newly identified malfunctions, the no image also occurred due to scope socket malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the light source was unable to recognize the 290 endoscope during maintenance. There were no reports of patient involvement.